Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had vf episodes due to noise. However, the device returned to sinus before it could deliver therapy. The lead was capped.